Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na.

Event description:
This is filed to capture the clip being deployed in the chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 1. It was noted that imaging was very poor throughout the procedure. An ntw clip was inserted and advanced under the valve. While positioned the clip under the valve, the physician went a little too medial and became caught in the chordae. Troubleshooting was performed and the clip was unable to be removed from the chordae. Although the clip remained attached to the chordae, the physician was able to successfully grasp both leaflets, reducing mr to a grade of 1. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported device entrapment (clip caught on chordae) appears to have been a result of procedural conditions/user technique. The reported patient effect of foreign body in patient appears to have been a result of the reported entrapment of device (clip caught on chordae). Foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.